Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in its original box and jar with solution. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. Leaflets l1, l3 appeared closed l2 appeared partially open. All commissures appeared intact. The valve was submerged in a warm saline bath; the valve frame reset. The valve was then placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011968350); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0011640808); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve , the valve was deployed to 80% and was too deep. The valve was recaptured and repositioned. On the second deployment, at 80%, an infold was noted. The valve was recaptured and removed from the patient. A new valve was implanted successfully. It was reported that a five minute procedure delay occurred as a result of the infold. No adverse patient effects were reported.

Manufacturer narrative:
Image review: the patient¿s executive summary and three static images were provided for review. The annulus perimeter measured 87.2 mm with a perimeter derived diameter of 27.8 mm, suggesting a 34 mm valve. The aortic annulus had focal calcification extending to the left ventricular outflow tract. Fluoroscopic valve load inspection was not provided for review; however, it was reported that the infold occurred after one recapture and during a subsequent deployment attempt which was shown in the imaging provided. The valve was deployed on the sterile field and an infold was confirmed with the imaging. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and was too deep. The valve was recaptured and repositioned. On the second deployment, at 80%, an infold was noted. The valve was recaptured and removed from the patient. A new valve was implanted successfully. It was reported that a five minute procedure delay occurred as a result of the infold. No adverse patient effects were reported. Additional information was received that the infolding was past the fourth node. Per the physician, a large calcific nodule was present in the patient's anatomy and contributed to the infold.